Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare distributor performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue.

Event description:
The hospital reported that, upon boot-up, the unit displayed error message: internal failure of system, system may be shut down and fio2 low. There was no reported patient involvement.